Manufacturer narrative:
(B)(4). Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, cracked keypad overlay at select button and scratched case.

Event description:
The customer reported via phone call that the insulin pump was damaged and there was missing piece from the reservoir compartment. Blood glucose level at the time of the incident was 302 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.